Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation- fallopian tubes/migration'), pelvic pain ('lots of pain/ pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('horrible periods that lasted weeks at a time') in an adult female patient who had essure (batch no. 948834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Concomitant products included glimepiride (glimepirid), lisinopril and metformin. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain lower ("sever lower abdominal pain"), insomnia ("couldn't sleep"), headache ("constant headache"), loss of libido ("complete loss of sex drive"), disturbance in attention ("couldn't focus on something for a long period"), alopecia ("my hair was falling out"), memory impairment ("I could barely remember what I had dinner the night before"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("allergy- rash/skin condition"), psychological trauma ("psych injury"), hypersensitivity ("allergic or hypersensitivity reaction") and abdominal distension ("gastrointestinal or digestive system condition type: bloating,") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy, essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, pelvic pain, vaginal haemorrhage, menorrhagia, back pain, abdominal pain lower, insomnia, headache, loss of libido, disturbance in attention, alopecia, memory impairment, weight increased, abdominal pain, dyspareunia, dysmenorrhoea, metrorrhagia, dermatitis allergic, psychological trauma, hypersensitivity and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, dermatitis allergic, disturbance in attention, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, hypersensitivity, insomnia, loss of libido, memory impairment, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: an intervention, hospitalization & serious injury was mentioned but not specified and/or assigned to one of the event. Discrepancy of insertion dates-(B)(6) 2012 and (B)(6) 2010 discrepant information reported in current fu-essure removed? No 7 coils were visible in right tubal ostia and 6 coils were visible in left tubal ostia. Lot number:948834 manufacture date: 2012-02 expiration date: 2015-02 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: quality-safety evaluation of product technical complaint we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5086856) on 09-jan-2019. The most recent information was received on 19-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation- fallopian tubes/migration'), pelvic pain ('lots of pain/ pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('horrible periods that lasted weeks at a time') in an adult female patient who had essure (batch no. 948834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Concomitant products included glimepiride (glimepirid), lisinopril and metformin. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced skin disorder ("bumps on skin"), depression ("depression") and acne ("acne"). In (B)(6) 2016, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("gastrointestinal or digestive system condition type: bloating,"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced insomnia ("couldn't sleep") and alopecia ("my hair was falling out") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), back pain ("back pain"), abdominal pain lower ("sever lower abdominal pain"), headache ("constant headache"), loss of libido ("complete loss of sex drive"), disturbance in attention ("couldn't focus on something for a long period"), memory impairment ("I could barely remember what I had dinner the night before"), abdominal pain ("abdominal pain") and metrorrhagia ("metorhagia (bleeding b/w periods)"). The patient was treated with surgery (ablation and hysterectomy, essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, pelvic pain, back pain, abdominal pain lower, insomnia, headache, loss of libido, disturbance in attention, alopecia, memory impairment, weight increased, metrorrhagia, abdominal distension, skin disorder, anxiety, depression and acne outcome was unknown and the vaginal haemorrhage, menorrhagia, abdominal pain, dyspareunia and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, alopecia, anxiety, back pain, depression, disturbance in attention, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, insomnia, loss of libido, memory impairment, menorrhagia, metrorrhagia, pelvic pain, skin disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: an intervention, hospitalization & serious injury was mentioned but not specified and/or assigned to one of the event. Discrepancy of insertion dates - (B)(6) 2012 and (B)(6) 2010. Discrepant information reported in current fu-essure removed? No. 7 coils were visible in right tubal ostia and 6 coils were visible in left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 22-aug-2012: total bilateral occlusion. Lot number:948834 manufacture date: 2012-02 expiration date: 2015-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2020: pfs received : events- "bumps on skin, anxiety, depression, acne" added. Previously reported events- "allergy- rash/skin condition, hypersensitivity reaction, psych injury" deleted. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4) on 09-jan-2019. The most recent information was received on 12-sep-2019. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation- fallopian tubes/migration') and pelvic pain ('lots of pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Concomitant products included glimepiride (glimepirid), lisinopril and metformin. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), abdominal pain lower ("sever lower abdominal pain"), menorrhagia ("horrible periods that lasted weeks at a time"), back pain ("back pain"), insomnia ("couldn't sleep"), headache ("constant headache"), loss of libido ("complete loss of sex drive"), disturbance in attention ("couldn't focus on something for a long period"), alopecia ("my hair was falling out"), memory impairment ("I could barely remember what I had dinner the night before"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("allergy- rash/skin condition") and psychological trauma ("psych injury") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy, essure removed). Essure was removed on (B)(6)2019. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain lower, menorrhagia, back pain, insomnia, headache, loss of libido, disturbance in attention, alopecia, memory impairment, weight increased, abdominal pain, dyspareunia, dysmenorrhoea, metrorrhagia, dermatitis allergic and psychological trauma outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dermatitis allergic, disturbance in attention, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, insomnia, loss of libido, memory impairment, menorrhagia, metrorrhagia, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: an intervention, hospitalization & serious injury was mentioned but not specified and/or assigned to one of the event. Discrepancy of insertion dates-(B)(6)2012 and (B)(6)2010 discrepant information reported in current fu-essure removed? No quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Events: migration /perforation- fallopian tubes, abdominal pain, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), metorhagia (bleeding b/w periods), rash/skin condition, psych injury added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5086856) on (B)(6) 2019. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation- fallopian tubes/migration'), pelvic pain ('lots of pain/ pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('horrible periods that lasted weeks at a time') in an adult female patient who had essure (batch no. 948834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Concomitant products included glimepiride (glimepirid), lisinopril and metformin. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced skin disorder ("bumps on skin"), depression ("depression") and acne ("acne"). In (B)(6) 2016, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("gastrointestinal or digestive system condition type: bloating,"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2017, the patient experienced insomnia ("couldn't sleep") and alopecia ("my hair was falling out") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), back pain ("back pain"), abdominal pain lower ("sever lower abdominal pain"), headache ("constant headache"), loss of libido ("complete loss of sex drive"), disturbance in attention ("couldn't focus on something for a long period"), memory impairment ("I could barely remember what I had dinner the night before"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)") and mood swings ("horrible mood swings "). The patient was treated with surgery (ablation and hysterectomy, essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, pelvic pain, back pain, abdominal pain lower, insomnia, headache, loss of libido, disturbance in attention, alopecia, memory impairment, weight increased, metrorrhagia, abdominal distension, skin disorder, anxiety, depression, acne and mood swings outcome was unknown and the vaginal haemorrhage, menorrhagia, abdominal pain, dyspareunia and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, alopecia, anxiety, back pain, depression, disturbance in attention, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, insomnia, loss of libido, memory impairment, menorrhagia, metrorrhagia, mood swings, pelvic pain, skin disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: an intervention, hospitalization & serious injury was mentioned but not specified and/or assigned to one of the event. Discrepancy of insertion dates-(B)(6) 2012 and (B)(6) 2010 discrepant information reported in current fu-essure removed? No. 7 coils were visible in right tubal ostia and 6 coils were visible in left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Lot number:948834 manufacture date: 2012-02. Expiration date: 2015-02. Concerning the injuries reported in this case, the following one was described in patient¿s social media: mood swings. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event added: horrible mood swings. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation- fallopian tubes/migration'), pelvic pain ('lots of pain/ pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('horrible periods that lasted weeks at a time') in an adult female patient who had essure (batch no. 948834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Concomitant products included glimepiride (glimepirid), lisinopril and metformin. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced skin disorder ("bumps on skin"), depression ("depression") and acne ("acne"). In (B)(6) 2016, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("gastrointestinal or digestive system condition type: bloating,"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced insomnia ("couldn't sleep") and alopecia ("my hair was falling out") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), back pain ("back pain"), abdominal pain lower ("sever lower abdominal pain"), headache ("constant headache"), loss of libido ("complete loss of sex drive"), disturbance in attention ("couldn't focus on something for a long period"), memory impairment ("I could barely remember what I had dinner the night before"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)") and mood swings ("horrible mood swings "). The patient was treated with surgery (ablation and hysterectomy, essure removed). Essure was removed on (B)(6)-2019. At the time of the report, the fallopian tube perforation, pelvic pain, back pain, abdominal pain lower, insomnia, headache, loss of libido, disturbance in attention, alopecia, memory impairment, weight increased, metrorrhagia, abdominal distension, skin disorder, anxiety, depression, acne and mood swings outcome was unknown and the vaginal haemorrhage, menorrhagia, abdominal pain, dyspareunia and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, alopecia, anxiety, back pain, depression, disturbance in attention, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, insomnia, loss of libido, memory impairment, menorrhagia, metrorrhagia, mood swings, pelvic pain, skin disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: an intervention, hospitalization & serious injury was mentioned but not specified and/or assigned to one of the event. Discrepancy of insertion dates-(B)(6) 2012 and (B)(6) 2010 discrepant information reported in current fu-essure removed? No 7 coils were visible in right tubal ostia and 6 coils were visible in left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Lot number:948834 manufacture date: 2012-02 expiration date: 2015-02 concerning the injuries reported in this case, the following one was described in patient¿s social media: mood swings. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5086856) on 09-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation- fallopian tubes/migration'), pelvic pain ('lots of pain/ pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('horrible periods that lasted weeks at a time') in an adult female patient who had essure (batch no. 948834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Concomitant products included glimepiride (glimepirid), lisinopril and metformin. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain lower ("sever lower abdominal pain"), insomnia ("couldn't sleep"), headache ("constant headache"), loss of libido ("complete loss of sex drive"), disturbance in attention ("couldn't focus on something for a long period"), alopecia ("my hair was falling out"), memory impairment ("I could barely remember what I had dinner the night before"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("allergy- rash/skin condition"), psychological trauma ("psych injury"), hypersensitivity ("allergic or hypersensitivity reaction") and abdominal distension ("gastrointestinal or digestive system condition type: bloating,") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy, essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, pelvic pain, vaginal haemorrhage, menorrhagia, back pain, abdominal pain lower, insomnia, headache, loss of libido, disturbance in attention, alopecia, memory impairment, weight increased, abdominal pain, dyspareunia, dysmenorrhoea, metrorrhagia, dermatitis allergic, psychological trauma, hypersensitivity and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, dermatitis allergic, disturbance in attention, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, hypersensitivity, insomnia, loss of libido, memory impairment, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: an intervention, hospitalization & serious injury was mentioned but not specified and/or assigned to one of the event. Discrepancy of insertion dates (B)(6) 2012 and (B)(6) 2010. Discrepant information reported in current fu-essure removed? No 7 coils were visible in right tubal ostia and 6 coils were visible in left tubal ostia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: lot number was added. Reporter information was added. New events " abnormal bleeding (vaginal), allergic or hypersensitivity reaction, gastrointestinal or digestive system condition type: bloating" were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lots of pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity. Concomitant products included glimepiride (glimepiride), lisinopril and metformin. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), abdominal pain lower ("sever lower abdominal pain"), menorrhagia ("horrible periods that lasted weeks at a time"), back pain ("back pain"), insomnia ("couldn't sleep"), headache ("constant headache"), loss of libido ("complete loss of sex drive"), disturbance in attention ("couldn't focus on something for a long period"), alopecia ("my hair was falling out") and memory impairment ("I could barely remember what I had dinner the night before") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy, essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia, back pain, insomnia, headache, loss of libido, disturbance in attention, alopecia, memory impairment and weight increased outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, disturbance in attention, headache, insomnia, loss of libido, memory impairment, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: an intervention, hospitalization & serious injury was mentioned but not specified and/or assigned to one of the event. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-jun-2019: due to internal review it was detected that this case was a duplicate to record# (B)(4) (2951250-2019-02566 - medwatch 3500a MFR number) which will be deleted after all information was transferred to this case ((B)(4)). New information: reporter maude (health authority) added. Concomitant drugs: glimepiride, lisinopril and metformin added. History of children. New reported events (prev reported event "injury" specified and upgrade to incident, assessment of relationship to essure retained): pelvic pain , abdominal pain lower, alopecia, back pain, disturbance in attention, headache, insomnia, loss of libido, memory impairment, menorrhagia, and weight increased. Essure removed on (B)(6) 2019, hysterectomy performed. Comment added: an intervention, hospitalization and serious injury was mentioned but not specified and/or assigned to one of the event. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.